Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter: the sheath that covers the balloon that is supposed to break that allows the balloon to expand, did not break causing pressure to shoot the un-opened balloon off the end of the device into the pt. The balloon was retrieved from the pts cavity with difficult; however there was a slight nick in the peritoneum caused by the balloon. They repaired the nick in the peritoneum. A second device was used from a different lot.

Manufacturer narrative:
(B)(4).